Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant, the leads could not reach the target position and be fixed adequately due to patient anatomy. It was noted that the leads repeatedly dislodged from the target vessel. The physician elected to give up the implantation of the left ventricular (lv) lead and pulled out the right atrial (ra) lead. The physician implanted a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).